Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient called into the clinic on (B)(6) 2019 and reported they had intermittent sharp stabbing pain/rectal pressure for the past two weeks. The patient returned to the clinic on (B)(6) 2019 after experiencing excruciating perineum and vaginal pain that felt like electrical shocks a couple days ago; the clinical diagnosis was pain/shocking. The patient called urology and was instructed to turn the therapy off and was able to, but their urinary symptoms returned, so the patient turned it back on but at a lower amplitude. On the day of the visit, the patient reported no pain in the vaginal area or perineum, their urinary symptoms had improved, and they voiced no concerns. It was noted that the event resulted in an unscheduled clinic or office visit, was related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).